Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log file contained approximately 18 days of data from 26sep2019 through 14oct2019. No atypical alarms or events were captured, and the pump was operating with stable pump parameters. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for elevated lactate dehydrogenase (ldh) levels and had therapeutic international normalized ratio (inr) of 2.5 on admission; later supratherapeutic during admission. Patient started on a bivulirudin infusion; it was started on admission and restarted on (B)(6) 2019. Patient had no elevated flows or powers. The log file analysis showed that there were no unusual events seen within the log file. Device operated as expected. Patient was discharged. Ldh levels trended down from as high as 1200 u/l to now 600 u/l range and currently being monitored. The patient still on coumadin with goal inr 2-3. He went for a followup appointment as outpatient. No further information was provided.